Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to infection. Revision njr number: (B)(6). Side: r. Primary asa: p2 - mild disease not incapacitating. Product no revised: product ID: kftcnp5r, advance primary femoral size 5 right nonporous, lot: 1658788, qty: 1.